Event description:
Reporter indicated via clinical notes dated (B)(6) 2012 that a patient's vns generator was at end of service, and that the patient was experiencing a change in seizure pattern. The notes also indicated the patient had breakthrough seizures daily in (B)(6) 2011, and the vns settings were increased as an intervention. The patient had generator replacement surgery performed on (B)(6) 2012. Attempts for further information and return of the explanted vns generator are in progress.

Event description:
The explanted vns generator was returned for analysis on (B)(4) 2012. An end-of-service warning message was verified in the product analysis lab and found to be associated with the pulse disabled by the pulse generator. With the pulse generator case removed and the battery still attached to the pcb, the battery measured 1.992 volts, indicating a depleted battery. The c4 capacitor was found to be out of specification, but this is not expected to have an adverse effect on battery longevity. The cause for the out of specification of capacitor c4 value (v cpu) is likely associated with component aging. Other than the noted out-of-specification component, there were no performance or any other type of adverse conditions found with the pulse generator. Additional information was obtained from the reporter. The patient's breakthrough seizures in (B)(6) 2011, were felt to be due to disease process, and were not as bad as prior to the vns. The seizure pattern change in (B)(6) 2012, was felt to be due to vns generator end of service. The nature of the seizures changed, but not the actual pattern. Vns diagnostics were reported as within normal limits prior to the surgery, but were not specified. A manufacturer's implant card was received indicating device diagnostics were within normal limits with the new vns generator and resident lead.